Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the lead was undersensing and consequently removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected operator code. Evaluation summary: (B)(4) no anomalies found, however outer tubing overlay breached cut, blood on the helix and outer tubing overlay, and tip seal observation; distal segment of lead was returned for analysis.